Event description:
Device 1 of 4. Reference MFR report: 1627487-2013-06665. Reference MFR report: 1627487-2013-06666. Reference MFR report: 1627487-2013-06667. The pt is implanted with four leads and it is undetermined which lead has high impedance. All devices are being reported. It was reported the pt complained of loss of stimulation in her left leg. An sjm representative met with the pt and attempted to reprogram the patient's scs system, however, the contacts for the left lead showed high impedance. The pt will discuss the option of a surgical lead placement. Follow-up identified surgical intervention for a paddle lead placement is planned for a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.